Event description:
New information received states new instances of post-paced t-wave oversensing was observed when the patient was recently seen in the clinic. New programming changes were recommended. The patient will be seen in eight months. The patient condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming changes were made. No further information is available.